Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® serum blood collection tubes the stoppers are popping off. There was no patient impact. The following information was provided by the initial reporter: it was reported that the stoppers are popping off during centrifuge. She did not redraw any patients, and there was no blood exposure to anybody.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: bd received five (5) customer samples were received for review and analysis. The customer samples received confirm the reported issue of stopper pop off. A visual inspection was conducted on the return samples and there were hemogard caps seen that were seated higher than which is within specification limits. Therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap.

Event description:
It was reported that after centrifugation with bd vacutainer® serum blood collection tubes the stoppers are popping off. There was no patient impact. The following information was provided by the initial reporter: it was reported that the stoppers are popping off during centrifuge. She did not redraw any patients and there was no blood exposure to anybody.